Event description:
It was reported that during a hemicolectomy procedure, when the surgeon used the disposables, they did not work correctly. Unk how case was completed. There were no adverse consequences to the pt. Additional info requested and response received below: see scanned page.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.